Event description:
It was reported that the atrial lead impedance was low and had decreased since previous device checks. Polarity was reprogrammed to unipolar. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.